Event description:
Notification of increase vf episodes on hm which appears to be lead noise. The patient will be brought in for a follow up. The device remains implanted.

Manufacturer narrative:
(B)(6) 17 - this lead was explanted and replaced. Notes indicate that there was oversensing and a fracture. Added the explant date. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.